Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous electrode exhibited oversensing. There was no evidence of inappropriate therapy. Boston scientific technical services (ts) reviewed available stored device information and x-rays and suspected a loose setscrew. Surgical intervention was performed and the noise could be recreated when manipulating the lead in the device pocket. A tug test did not identify a loose connection. The lead was removed from the header and then resecured. Afterwards no noise could be reproduced. No adverse patient effects were reported. The electrode remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The system remains implanted pending a replacement procedure. The field representative reported no date had been scheduled for the procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this subcutaneous electrode exhibited oversensing. There was no evidence of inappropriate therapy. Boston scientific technical services (ts) reviewed available stored device information and x-rays and suspected a loose setscrew. Surgical intervention was performed and the noise could be recreated when manipulating the lead in the device pocket. A tug test did not identify a loose connection. The lead was removed from the header and then resecured. Afterwards no noise could be reproduced. No adverse patient effects were reported. The electrode remains in service. Boston scientific received additional information. The device continued to store untreated episodes due to the noise artifact, so the patient was brought back in for further troubleshooting. Technical services reviewed all available device data with engineering, and as the artifact could be reproduced on all sensing vectors, it was recommended that the device and electrode be explanted and replaced.

Manufacturer narrative:
UDI = (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The system remains implanted pending a replacement procedure. The field representative reported no date had been scheduled for the procedure. This report will be updated when additional information is received. The explanted device was expected to be returned. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the complete electrode was returned inserted into the header of the a209 device. The serial number ID tag was cracked and the model number ID tag was buckled; both tags showed signs of movement. An x-ray of the terminal area showed a discontinuous conductor cable approximately 21 mm from the terminal pin end. The electrode was removed from the device for additional analysis. Setscrew marks on the terminal pin showed the electrode had been tightened down inside a previous cameron device header (model 1010). The electrode was implanted for five years with the 1010 device. The conductor fracture at 21 mm from the terminal pin would have been located at the header port opening. There were wear marks (surface abrasions) in the silicone sleeve in the area above the fractured conductor cable. Continuity testing was performed and failed on the sense a conductor. Laboratory analysis concluded the fractures were caused by flexing and movement on the electrode body in the terminal area when the electrode was in use with the 1010 device.

Event description:
Boston scientific received information that this subcutaneous electrode exhibited oversensing. There was no evidence of inappropriate therapy. Boston scientific technical services (ts) reviewed available stored device information and x-rays and suspected a loose setscrew. Surgical intervention was performed and the noise could be recreated when manipulating the lead in the device pocket. A tug test did not identify a loose connection. The lead was removed from the header and then resecured. Afterwards no noise could be reproduced. No adverse patient effects were reported. The electrode remains in service. Boston scientific received additional information. The device continued to store untreated episodes due to the noise artifact, so the patient was brought back in for further troubleshooting. Technical services reviewed all available device data with engineering, and as the artifact could be reproduced on all sensing vectors, it was recommended that the device and electrode be explanted and replaced. Boston scientific received additional information. The s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). There were no complications and the patient was discharged to home with normal follow-ups planned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this subcutaneous electrode exhibited oversensing. There was no evidence of inappropriate therapy. Boston scientific technical services (ts) reviewed available stored device information and x-rays and suspected a loose setscrew. Surgical intervention was performed, and the noise could be recreated when manipulating the lead in the device pocket. A tug test did not identify a loose connection. The lead was removed from the header and then resecured. Afterwards no noise could be reproduced. No adverse patient effects were reported. The electrode remains in service. Boston scientific received additional information. The device continued to store untreated episodes due to the noise artifact, so the patient was brought back in for further troubleshooting. Technical services reviewed all available device data with engineering, and as the artifact could be reproduced on all sensing vectors, it was recommended that the device and electrode be explanted and replaced. Boston scientific received additional information. The s-ICD system as explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). There were no complications and the patient was discharged to home with normal follow-ups as planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned inserted into the header of the a209 device. The serial number ID tag was cracked, and the model number ID tag was buckled; both tags showed signs of movement. An x-ray of the terminal area showed discontinuous conductor cable approximately 21 mm from the terminal end. The electrode was removed from the device for additional analysis. Setscrew marks on the terminal pin showed the electrode had been tightened down inside a previous cameron device header (model 1010). The electrode was implanted for five years with the 1010 device. The conductor fracture at 21 mm from the terminal pin would have been located at the deader port opening. There were wear marks (surface abrasions) in the silicone sleeve in the area above the fractured conductor cable. Continuity test was performed and failed on the sense a conductor. Laboratory analysis concluded the fractures were caused by flexing and movement ion the electrode body in the terminal area when the electrode was in use with the 1010 device.